Manufacturer narrative:
This is one event (cardiovascular for the same patient involving two separate products; associated MDR #1225714-2013-02528.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on unknown date after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02527 and 1225714-2013-02528. Additional information has been requested and will submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced multiple sudden cardiac events. Approximately one year later, the patient experienced two additional sudden cardiac events that occurred about one month apart; the patient expired approximately six years after the onset of the last sudden cardiac event. It was further alleged the even was cause by the patient's exposure to the product administered during dialysis treatment.